Event description:
The report was from the study. The pt was a male, with a history of hyperlipidemia, abnormal stress test, coronary artery disease, hypertension and a family history of coronary artery disease. The target lesion was the proximal right internal carotid artery. Pre-procedure stenosis was 90%. Lesion length was 20mm and diameter was 5mm. The lesion was mildly calcified and tortuous. The lesion was pre-dilated. Precise pro rx 8 x 40 and 6 x 30 stents were deployed, overlapping, at the target lesion and proximal to the target lesion. An angioguard rx, size 6 basket, was attempted but could not cross the lesion. An angioguard rx size 7 basket, was successfully deployed. After deployment of the 2nd angioguard, plaque broke from the lesion and was caught in the basket. This plaque obstructed flow, therefore, causing the stroke. The pt was unable to squeeze their left hand, and had left facial droop. The angioguard was removed, with plaque in the device, and the symptoms began to resolve themselves. The event was reported as a sudden onset ischemic stroke. The pt was discharged 3 days post-procedure (2009). Three weeks later, the pt has minor facial droop, and complains of a tingling sensation in his left arm. His stroke scale score was a 1. His baseline stroke scale was a 0.

Event description:
Addendum received 2/19/10: during the procedure at 09:45 hours, the patient experienced a drop in blood pressure to 82/28 mmhg. He was treated with 100 mcg of phenylephrine IV.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated MFR report numbers are 9616099-2009-01725 and 9616099-2009-01726. A review of the mfg documentation associated with these lots presented no issues during the mfg process that can be related to the reported complaint. The complaint of failure to cross was investigated. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. Review of the info suggests that target lesion, vessel and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This code is in addition to that previously reported. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2009-01725 and 9616099-2009-01726. This (B)(4) study patient underwent carotid artery stent implantation and during the procedure one angioguard failed to cross the target lesion and the patient suffered an ischemic stroke. This is a (B)(6) male with medical history including hyperlipidemia, abnormal stress test, coronary artery disease, hypertension and a family history of coronary artery disease. This patient meets the high-risk criteria of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. The target lesion was the proximal right internal carotid artery described as mildly calcified, mildly tortuous and 90% stenotic. A first angioguard, size 6, failed to cross the target lesion and was removed from the patient. An angioguard was inserted, tracked, deployed and retrieved without report of technical difficulties. The target lesion was pre-dilated with an unknown balloon. Two precise pro rx stents, 8 x 40 and 6 x 30, were deployed, with overlapping, at the target lesion. During stent placement, plaque broke loose from the target lesion and obstructed flow through the angioguard causing an ischemic stroke. The patient had symptoms of left hand hemiparesis and facial droop. The angioguard was removed with the plaque with the filter and the symptoms began to relieve themselves. During the procedure at 09:45 hours, the patient experienced a drop in blood pressure to 82/28 mmhg. He was initially treated with 100 mcg of phenylephrine IV and later treated with an additional bolus whereas blood pressure was maintained above 110mmhg. The patient was discharged 3 days post-procedure with asa and plavix as ordered. Three weeks post procedure the patient continued to have residual minor facial droop and left arm tingling sensation. None of the devices are available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and the resultant stroke like symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Ischemic stroke is often associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.